Manufacturer narrative:
Corrections: h7 and h9.

Event description:
It was reported by the customer "keypad." There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted buttons s6, silence, 1, 4, 7, clear on keypad unresponsive; replaced front case w/keypad. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case w/keypad assembly. A review of the device history record showed the device had a manufacture date of 03dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer. Correction: e2, g2.

Event description:
It was reported by the customer "keypad." There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Device received with pending investigation.

Event description:
It was reported by the customer "keypad." There was no patient involvement.